Event description:
Hemodialysis blood tubing connected to previously functioning subclavian perma catheter became disconnected during hemodialysis. Pt exsanguinated and expired. Dialysis had been underway without event for two hours and fifty minutes prior to an unexpected disconnected tubing. Upon initial review, the question arose as to how secure the outside locking mechanism is. An observation was made that minor manipulation could result in easy separation.

Event description:
Add'l info rec'd from MFR 03/15/04: catheter disconnected from the venous line of a medisystems blood tubing set approximately two hours and 50 minutes into the hemodialysis treatment. The facility did not know how much blood was lost. They reported that the access was covered with a blanket during the treatment which did not allow staff to monitor the access and connection. There was also no pressure monitor alarm from the baxter 1550 hemodialysis machine to alert the staff of problem. Following the reported event, facility visually examined the blood tubing set's venous patient connector and found no defects. Reports by the clinic staff and product distributor indicate that the patient had a change in behavior and mental status due to medication and was described as sometimes confused. It is possible that the patient may have caused the disconnect due to movement or intentional disconnect. Patient was hospitalized for psychosis and right hip pain at the time of the incident. Catheter: boston scientific vaxcel, model m0014551 10, lot number was not reported. Blood tubing set: mds readyset., code d3-9603/9705, the exact lot number was unknown; however a possible lot number was reported to be 1514k9 since this was the lot number that was available in the facility. Hemodialysis machine: baxter healthcare, model 1550, serial number was not reported. Dialyzer: baxter healthcare, model psn 170, lot number was not reported. Mds readyset code d3-9603/9705 consists of an arterial bloodline, venous bloodline, priming set, and pre-attached pressure transducer protectors. The arterial and venous bloodlines are equipped with patient connectors which are male luers with rotating locking collars. The patient connector allows attachment of the blood tubing set to female luers on the arterial and venous extensions of the catheter. Mds patient connector is designed to comply with international standard, iso 594, "conical fittings with a 6% (luer) taper for syringes, needles and certain other medical equipment. The locking collar and the male luer's compatibility with iso 594 result in a secure fitting when connected to compatible luer lock connectors on catheters or fistula needles. Iso 594 is an international standard that allows compatibility and secure connections with different manufacturer's products. Iso 594 is recognized by the usfda as a consensus standard. Mds investigation consisted of the following actions: a) a review of the device history record; b) a review of the molding and assembly records for the venous pt connectors used in lot; c) testing of the retained samples of lot; d) testing of the retained samples of the venous patient connectors used in lot. The blood tubing set was manufactured for mds by mds' contract manufacturer, kawasumi laboratories thailand, ltd ("klt") navanakorn, thailand, on or about may 14, 2001. The device history record and inspection record for this lot was reviewed by klt. There were no conditions noted that were outside of the specifications or did not meet the criteria for release for this lot of product. Additionally the injection molding and assembly records for the lot of venous patient connectors used in lot 1514k9 were reviewed by the vendor of this component. There were no conditions noted that were outside of the specifications or did not meet the criteria for release for this component part. Testing of retained samples at the manufacturing facility: mds requires that retained samples be kept for all finished device lots as well as retained samples of the component parts. Klt tested the retained samples. The retained samples of the venous patient connectors used in that lot were tested by the vendor: passed: an autopsy was performed; however facility refused to provide a copy to mds because of hippa. Facility was also unable to give mds an estimate of the amount of blood lost, the hematocrit, and blood hemoglobin. The investigation concluded that the mds blood tubing set did not cause or contribute to the incident. This conclusion is based on the following facts: the examination of the blood tubing set at the facility by mds consultant demonstrated that there were no damage or defects in the blood tubing set or its patient connector. The blood tubing set's patient connector complied with iso 594 and was able to be securely connected to the catheter's female luer. Review of history records and testing of the retained samples of the reported lot of blood tubing sets demonstrated that there were no defects or other conditions which could have contributed to the incident. It is possible that the incident resulted from a dimensional change in the catheter's female luer connector. Catheters endure multiple connection/disconnection cycles over the lifetime of the patient, resulting in hundreds of such cycles. Because the luer connectors on catheters are plastic and subject to creep and fluid absorption their dimensions change with multiple uses and may no longer comply with the requirements of the luer standard, iso 594. This dimensional change may result in poor fit with the blood tubing set causing a loose connection. The blood tubing set is a single use device which is disposed of at the end of each treatment. Its luer connector is not prone to the dimensional changes as the catheter's luer. Other types of catheters used for dialysis such as peritoneal dialysis catheters are designed with metal luers which permit multiple connect/disconnect cycles without dimensional changes. Facility clearly states that the catheter to blood tubing connection was covered with a blanket thus monitoring throughout the treatment was neither done nor possible. This ignores the IFU instructions and accepted dialysis practices. In so doing, facility bypassed an important risk mitigation step.